Event description:
Reportable based on analysis completed on 22mar2024. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely calcified proximal right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but was unable to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed the imaging window was torn.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed imaging core windup in the imaging window section. Microscopic inspection revealed the imaging window was torn. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.